Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was noted to be leaking insulin multiple times during the load process. In addition, it was reported that multiple cartridges did not fit correctly on the pump. The customers blood glucose (bg) level was impacted highest (286 mg/dl). The customer was able to load a new cartridge and a bolus was taken to stabilize bg level. The customer discarded the cartridges. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting could be performed